Manufacturer narrative:
The immucor laboratory tested the retention product, which performed as expected. The immucor laboratory also tested returned patient blood sample which reacted as expected.

Event description:
On (B)(6) 2015, a customer reporting an unexpected negative antibody screen when using capture-r ready-screen (4) on a galileo instrument, when tested on (B)(6) 2015. Event happened in (B)(6) (EU).